Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the cd drive of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The cd drive has not been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-11-07 (B)(4) (hcp, rep, for); medtronic received information that, while outside of a procedure, the cd drive of the navigation system would not open. Following a restart of the navigation system, the drive would open but data could not be read after insertion of a cd. It was reported that the site was unable to import the desired exam through universal serial bus (usb) onto the navigation system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: while testing the navigation system, the reported issue could not be replicated. It was reported that the cd drive was replaced as a courtesy to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cd drive for the navigation system was returned to the manufacturer for evaluation. Testing found that the drive had no power when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.